Event description:
It was reported that the wake button on the pump was not working and the pump screen could not be turned on as a result. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.